Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 25 and 36 hours. The patient's blood glucose level reached 16 mmol/l (288 mg/dl). The patient was taken to the hospital regarding another issue and was diagnosed for the infection on their leg by the healthcare provider. Symptoms of the infection included redness, swelling, bleeding and purulent discharge. The patient was treated with fucidin cream that was previously prescribed and amoxicillin/clavulanic acid prescribed by the doctor. The patient stayed at the hospital for 30 minutes.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
The device as returned and evaluated. The formed needle was inspected, and it was found to have a dull needle tip. It could not be conclusively determined if the observed damage contributed to the reported diagnosed skin infection. No other defects or deficiencies were found that could cause the reported skin issue, the exact cause of the reported skin infection could not be determined.